Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not measuring the tidal volume. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. It was reported that there was a delay in therapy due to the reported issue. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow-up was conducted with the key market (km) representative, who reported that the hospital¿s equipment department resolved the issue subsequent to a repair of the gas delivery system (gds). The km responder was unable to provide specific details regarding the gds repair. The affected device was then returned to service. Based on the documented resolution, the investigation concludes that no further action is required at this time. The complaint file will be reopened should any additional information become available.